Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This medwatch is related to patient identifier (B)(6) . See related report number in h10.

Event description:
It was reported, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover fell off the duodenovideoscope near the stomach or duodenum. The tip cover was retrieved. The procedure was completed after switching to another single use distal cover. Pre-inspection of the device was carried out before use.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported event occurred, due to the distal cover was incompletely attached to the endoscope. Therefore, the load had been applied, during use. Leading to detachment of the distal cover from the endoscope. However, the subject device was not returned. And the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use, which state: instructions, operation manual, chapter 4:, section 4.1: describes how to detect the subject event. Instructions, operation manual, chapter 3:, section 3.5: describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.